Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead exhibited no sensing and no capture. The lead was capped on (B)(6) 2014 and replaced with competitors lead.